Event description:
It was reported the catheter was being placed into the subclavian vein of a (B)(6) female pt in the critical care unit. The dilator would not pass over the guide wire. At which time a new kit was opened and the catheter was placed successfully. There was no delay in treatment and no pt death or complications reported. On (B)(4) 2014 - follow up information indicates the wire appears to be kinked.

Manufacturer narrative:
(B)(4).